Event description:
The doctor indicates the zirconia abutment has fractured, separating from the metal base. The patient has lost the crown.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The ceramic post of the abutment icap454 certain® zireal® post 4.1(d) x 5(p) x 4(h) w/zireal® hexed screws) has fractured. The ceramic post however remains attached to the titanium insert. The hex of the accompanying screw appears used with a white residue remaining inside the hex. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. (B)(4).